Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the pump had been implanted for 7 years and it was turned off on (B)(6) 2013 due to end of life was in (B)(6). The patient had presented that day for a pump refill and they wanted the pump to be turned off. The patient denied any new neurological issues at that time. Then the patient had to go to the emergency room (ER) because he did not have enough baclofen and the patient had withdrawal symptoms. The patient was started on oral baclofen and the symptoms resolved. The pump refill date was (B)(6) 2013 and the pump started beeping (B)(6) 2013. The pump was beeping every 3 to 4 hours and the patient went to their clinic to determine the reason the pump was beeping. The patient had an electrocardiogram (EKG) while in the hospital and they had heard that magnets can cause something with the pump and they didn't know if the pump was turned back on. The patient did not wish to use the pump anymore and wanted it shut off. It was noted by the health care provider (hcp) that the low reservoir alarm had been sounding. The pump off authorization form passcode was sent to the clinic. Additional information was provided that the cause of event was the pump was turned off. There was no injury. The pump alarm was related to elective replacement indicator (eri). The patient was otherwise doing well on their dosage of baclofen and gait function was approximately the same as with the baclofen pump activated.